Event description:
Baxter-field service received a customer report on a pump that detected failure code 804:34. Reporter did not have information when the failure code was frist observed. It was reported however, that there was no patient injury or medical intervention that resulted from this incident.